Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) found no anomaly. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare provider (hcp) via the manufacturer representative (rep) reported that impedance measurements were taken multiple times and showed high values for electrode 0. It was stated that during replacement procedure and after replacement of the device, impedances were checked which showed electrode 0 was high. After the replacement was connected multiple times, impedances were measured again and the issue persisted. Another implantable neurostimulator (ins) was unpacked and used with impedances found within normal range, and the replacement procedure was completed. Telemetry data was not saved and the hcp has matured skills of the procedure, with a product malfunction suspected. The issue was resolved at the time of the report. The patient's indication for implant is parkinson's dual and movement disorders.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.